Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During unpacking, it was noted that the probe was rusty. The procedure was completed with another of the same device. There were no patient complications.